Event description:
During laparoscopic appendectomy it was noticed that the cautery tip on the valleylab suction cautery was missing. A detailed exam of the abdominal cavity was carried out looking for a small metal tip but was unsuccessful as it was practically impossible to find such a small piece of metal in the midst of all the bowels.